Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was resetting. The cause of the resets was isolated to defective ram component u100 on computer/analog board sn (B)(4). Root cause analysis of the ram component failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged wires. The last pt to use this electrode belt did not report any deficiencies.